Event description:
Customer reported that touchscreen of pump was cracked and shattered, rendering it illegible and unusable. There was no adverse impact to the customer's blood glucose level. Customer damaged pump by accidentally falling on it. Technical support arranged for the replacement of pump, ensuring it would come with updated software. Customer lacked backup insulin therapy and planned to consult their healthcare provider. Instructions on how to place pump into storage mode and return it were provided. Customer was reminded to return the damaged pump within ten days to avoid charges and was informed of necessity to set up and connect their cgm to the replacement device.